Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient faced issue with three infusions set accidentally pulled out during use due to tubing catching on (B)(6) 2026.